Event description:
It was reported that patient was seen in clinic after reporting beeping tones. Interrogation noted noise and high impedance on the right ventricular (rv) lead. It was noted there was a potential fracture of pace/sense portion of the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor was flexed. The analyst commented could not electrically test continuity of distal coil due to lead removal wire. Performed destructive analysis and visual inspection of distal coil, no discontinuity was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.